Manufacturer narrative:
The stent remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. B3 and d6: estimated dates.na

Event description:
It was reported that 8 months after an unk supera self expanding stent was deployed to treat a lesion in the distal popliteal artery an occlusion was identified. The patient underwent additional balloon angioplasty with a non-abbott drug coated balloon dilatation catheter to treat the occlusion. No additional information was provided.

Manufacturer narrative:
Date of event: estimated dates. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effect of occlusion is listed in the supera instructions for use as a known potential patient effect associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The additional treatment and hospitalization were related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.